Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from the port. This event occurred after the bag had been compounded with an unspecified total parenteral nutrition solution. The pharmacist picked the bag up and shook the contents, spilling it onto their hand. There was no adverse event, injury or medical intervention. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection and functional testing were performed and revealed that the spike port weld area was leaking. Microscopic inspection revealed a small hole in the front upper right side of the spike port tubing weld. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.